Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient experienced a tibial fracture.

Manufacturer narrative:
It is noted in review of the labeling that only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. Fractures are a known device specific risk. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. A company engineer spoke with the surgeon in relation to the placement of the pin holes and the cutting block. The cause of the tibia fracture during the surgical procedure, was most likely due to surgical technique by a thin wall that was created between the proximal pin hole of the cutting block and the proximal tibial cut that cracked during tamping. This device is not implanted. This device is used for treatment, not diagnosis with out serial numbers unable to provide device information. Expiration date & device manufacturer date. Without catalog numbers, unable to provide PMA/510#. This is not a facility. No device evaluation pending.

Event description:
It was reported that a surgeon experienced a tibia fracture to a patient during a knee implant procedure. The patient outcome from surgery was reported to be "fine", the delay in surgery did not adversely impact the patient. There is no complaint or allegation of device malfunction. Information was requested, and no additional information was provided.